Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed, and recovery of the storage space was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer (fse) addressed a report of half height drawer 2.1 intermittently failing and found no faults upon arrival. The fse powered off the station, reseated the row board connectors for drawer position two including rows one and two, ran the hardware test application with successful results, and supported completion of medication inventory for the drawer by nursing staff and no further investigation was required. The system functioned as intended after the field service engineer repaired the issue.